Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The back upholstery on this chair from order (B)(4) is stretching and is no longer supportive.